Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test, unable to confirm pump heating up or device heating up due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump was vibrating with no screen and device was hot. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.